Event description:
It was reported that low out of range impedance values were found. Readings of <(><<)>50 ohms were found on electrode combination 0/8. All other combinations were within a normal range. The healthcare provider was going to close and use lead and implantable neurostimulator (ins) as it was.